Event description:
In two different nursing homes, a lpn used a u100 insulin syringe to administer a 25 u dose, therefore the wrong dose was given because the strength of the product is 200 iu/ml. The rptr stated that the error occurred because the staff did not have access to 1 cc tuberculin syringes and thought a unit was a unit.